Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # p5692m. Additional information was requested, and the following was received: can you please clarify what was meant by ¿circular stapler but not short¿? Didn´t cut where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Always. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the cut line fully circumferential around the target tissue? No. Were the donuts inspected? Unknown. Was a complete transection of the cutting washer visually confirmed? No. Were there any staple formation issues identified? Some. Were there any patient consequences? They use a cdh25a then. But the patient is ok! Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, stapler circular stapler but not short. Therefore, when removing it tear tissue. The surgery was delayed by 30 minutes. They had to suture. The procedure was successfully completed. There were no patient consequences.